Event description:
Reporter indicated a vns therapy programming handheld is freezing and "he needs twice or three tims to make a complete interrogation." Troubleshooting did not resolve the issue. The programming handheld has been returned to the MFR and is pending analysis.